Manufacturer narrative:
Concomitant devices: unknown guidewire. Replacement pta catheter: sterling, boston scientific. Phone: (B)(6). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber 2x40mm 155cm pta catheter ruptured at 5-6 atmospheres (atm). Another non-cordis balloon was used to complete the procedure. There was no reported patient injury. The device will not be returned for analysis. The patient was a female but her age was unknown. The target lesion was the right common iliac artery. The lesion was moderately calcified and tortuous. The rate of stenosis was 100%. There was no difficulty removing the saber from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. An approach was made from the left brachial artery. After a guidewire was crossed the lesion (it is unknown if there was difficulty crossing), a saber pta catheter was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was inflated at the lesion; however, it ruptured at 5-6 atm during its initial-dilation. The leakage of media was observed. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). Therefore the balloon was changed to another new balloon (same size). The procedure was finished successfully. There was no reported patient injury. The product was clinically used.

Manufacturer narrative:
Complaint conclusion: the balloon of a saber 2x40mm 155cm pta catheter ruptured at 5-6 atm (five to six atmospheres). Another non-cordis balloon was used to complete the procedure. There was no reported patient injury. The patient was a female but her age was unknown. The target lesion was the right common iliac artery. The lesion was moderately calcified and tortuous. The rate of stenosis was 100%. There was no difficulty removing the saber from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. An approach was made from the left brachial artery. After a guidewire was crossed the lesion (it is unknown if there was difficulty crossing), a saber pta catheter was delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was inflated at the lesion; however, it ruptured at 5-6 atm during its initial-dilation. The leakage of media was observed. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). Therefore the balloon was changed to another new balloon (same size). The procedure was finished successfully. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17341305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.